Event description:
It was reported that while the pump was in use on a pt, the error 1 alarms were noted. The pt was transferred to another pump with no complications.

Manufacturer narrative:
The arrow field service rep investigated this complaint. He replaced the ims driver pump, control board assembly, and batteries. The pump was tested and was fully operational.